Event description:
I had essure tubal ligation in 2010. Since that time I have had very sharp pains in my pelvis whenever I stand up too fast. I have had migraines so bad that I could not rest my head. Pains in my elbows and knees, last year I had to go to my doctor's office because I couldn't walk on my leg. I was told that I had inflammation on it, my knee was so large that I could barely fit in my pants. I have never had a problem with inflammation in my life. I have sharp pains during intercourse, and my periods have gotten worse over time. They are irregular and heavier each time, more and more clotting and more and more painful cramps. The most recent problems have gone to my joints, my elbows and wrists and my pelvic hurt on both sides. My wrists are feeling weaker each day, I wake up in pain every day.